Manufacturer narrative:
Other, other text: returned device was received with a cracked tank cover and enclosure. Outdated pcb and power switch. Wear and tear damaged line cord and plate clip. During the evaluation of the device a bent micro switch was causing the device to think there was no disposable or temp check attached. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was alarming level sensor. No adverse patient effects were reported.